Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4109, 4111 and 4114. H6: investigation findings code was added: 213 h6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. Zimvie did not receive one (1) iunihg, (certain gold-tite hexed screw) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file, the most likely root cause determined from the investigation were material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
The doctor called in to report that the screw fractured in tooth site #4. It was removed at the time of discovery. The implant was not impacted and is restorable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, patient age and date of birth unknown / not provided, patient sex unknown / not provided, patient weight unknown / not provided, lot number unknown / not provided, initial reporter name and address: first/given name unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.